Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the receiver displayed an hardware error on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not confirm the reported event of a hardware error. A root cause could not be determined.